Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. Approximate age of device ¿ 5 months, 22 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that there was intentional damage to the modular cable which caused a driveline disconnect. Log file analysis completed by the manufacturer¿s technical services representative revealed pump stoppages on (B)(6) 2018 due to the disconnects. After each driveline disconnect event, the driveline was reconnected and the pump continued to operate at the set speed. After the last driveline disconnect and reconnect event on (B)(6) 2018, the controller had a driveline_power_fault to power line a. The pump continued to operate at the set speed because the redundant power line b was still operational. The modular cable was replaced and all alarms resolved. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms and modular cable damage was confirmed. From the log file review, it was evident that the pump stoppages were caused due to the driveline being disconnected. The returned modular cable was analyzed and a broken pin was found. The broken pin in the modular cable causes driveline power fault alarms, since the pin corresponds to power line a. The broken pin on the modular cable did not affect pump operation. The pump was supported by the redundant power line b and was able to maintain the speed above the low speed limit without any issues. The observed damage in the modular cable appeared mechanical due to misalignment when connecting the modular cable and the system controller, caused by user mishandling. The root cause for the driveline power fault alarms was determined to be broken pin on the modular cable, caused due to user error. No further information was provided. The manufacturer is closing the file on this event.